Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a power-on-reset (por) seen on the patient's device when trying to turn the stimulation back on. It was noted that the patient just had surgery. Additional information received from the patient reported that they were in the hospital now because they had a heart procedure yesterday. The patient had turned the ins off and could not turn it back on and the por message was telling them to call their healthcare professional (hcp). They stated that they had a hard time turning the ins off before the procedure and now thought, maybe, the ins was still on. They pressed the ins off button but it still showed ¿her number¿. It was suggested that the patient follow up with their hcp for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they had gone to their doctor¿s office on nov. 27, 2018 where it was giving a message for the doctor to put in the correct serial #. They opened up the device and put in the correct # found inside. The device was then reprogrammed at that time. The doctor stated that they had never seen that message before. The patient thought the issue was resolve (¿I hope so ¿ I need it to work¿). There were no further complications reported or anticipated.